Event description:
It was reported that this inflatable penile prosthesis (ipp) was returned to boston scientific without allegation. Upon analysis a device problem was identified.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump was visually inspected and underwent leak and functional testing. No visual damages nor abnormalities were found, and the pump passed the leak test; however, it did not pass activation tests. Both cylinders were visually inspected and underwent leak testing. Both cylinders had buckling folds in the distal and proximal end. Both cylinders passed leak testing. The reservoir was visually inspected and underwent leak testing. Visual inspection found a fold in the reservoir shell, also, leakage due to a hole within the corner of the fold by the reservoir adaptor was found. Based on the information available and analysis results, the pump not passing the activation tests, and the hole found in the reservoir could have caused or contributed to the reported clinical observation of mechanical issue; therefore, a conclusion code of cause traced to component failure was assigned to this investigation.